Event description:
Information received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the piezo alarm was disconnected from scale circuit board. He reconnected the piezo alarm to repair the bed.